Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not underwent essure confirmation test". On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), bladder disorder ("bladder problems"), fatigue ("fatigue"), migraine ("migraine headaches"), nausea ("nausea"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and urinary tract disorder ("bladder or urinary problems or changes") and was found to have weight increased ("weight gain") and hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hysterectomy (partial)). Essure (ess205) was removed. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, abdominal pain, menorrhagia, bladder disorder, fatigue, migraine, nausea, weight increased, vaginal haemorrhage, urinary tract disorder and hormone level abnormal outcome was unknown. The reporter considered abdominal pain, bladder disorder, dysmenorrhoea, fatigue, genital haemorrhage, hormone level abnormal, menorrhagia, migraine, nausea, pelvic pain, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 68.6 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 20-sep-2019: pfs received. Events: abnormal bleeding (general), abnormal bleeding (vaginal), bladder or urinary problems or changes, hormonal changes were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not underwent essure confirmation test". On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), bladder disorder ("bladder problems"), fatigue ("fatigue"), migraine ("migraine") and nausea ("nausea") and was found to have weight increased ("weight gain"). The patient was treated with surgery (essure removal). Essure (ess205) was removed. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain, menorrhagia, bladder disorder, fatigue, migraine, nausea and weight increased outcome was unknown. The reporter considered abdominal pain, bladder disorder, dysmenorrhoea, fatigue, menorrhagia, migraine, nausea, pelvic pain and weight increased to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-sep-2019: pfs received: previously reported event injury were updated to new events dysmenorrhea (cramping), pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding), bladder problems, fatigue ,migraine, nausea, weight gain, plaintiff didn¿t undergo essure confirmation tests. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.